Manufacturer narrative:
The mcs tip cover accessory involved with the reported event has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined and it is unclear if electrical energy even arced through the mcs tip cover accessory. Isi has received the mcs instrument involved with this complaint and completed investigations. A visual inspection did not find any damage to the distal end of the instrument. The tube extension and main tube did not show any damage. The instrument was installed on an in-house system, connected, and successfully delivered energy. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. Based on the available system logs, no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff claimed that electrical energy arced from a mcs instrument. However, the root cause of the customer reported failure mode is unknown since the mcs tip cover accessory involved with the reported event was not returned to isi for evaluation. The mcs instrument was returned to isi, evaluated, and not trouble was found. There is also no indication that a serious patient injury occurred.

Event description:
It was reported that after completion of a da vinci-assisted hysterectomy procedure, the surgeon claimed that he noticed burns around the skins edges of the port sites. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: the burns to the skin edges were superficial. The ports were cleaned and closed with sutures. In addition, the surgical staff claimed that during the surgical procedure, electrical energy arced from a monopolar curved scissors (mcs) instrument to the suction tip of an unspecified third-party instrument. The patient did not know if the mcs tip cover accessory installed on the mcs instrument during the surgical procedure was damaged. She verified that the site was using a pk generator with unspecified default settings. There were no reports of any internal abdominal injuries. The robotics coordinator indicated that the patient was in currently in good status and no post-operative complications have been reported.